Manufacturer narrative:
Concomitant medical products: 5357ms ipg, implant date: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that falling impedance was noted on the right atrial (ra) lead in unipolar configuration. Possible noise was also noted. The lead remains in use. No patient complications have been reported as a result of this event.